Event description:
Difficulty was encountered during the delivery catheter removal through the ipsilateral limb. The superior attachment system was displaced during the process and the decision was made to convert the pt. The physician team thought a conversion was unavoidalbe due to the anatomy presented.